Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic with presyncopal symptoms. Their heartrate was noted to be slow and irregular. Loss of capture (loc) was suspected even though there was an adequate safety margin programmed for threshold measurements. This patient is pacemaker dependent as they have complete heart block. Since this device was nearing elective replacement indicator (eri) the physician elected to replace both the device and the competitor right ventricular (rv) lead. During the replacement procedure the physician noted asystole on the surface electrocardiogram monitor. The device was explanted and replaced.